Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lv lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited increasing thresholds. The pacing configuration of the lead was reprogrammed and the lv lead remains in use. The patient is a participant in the (B)(6) clinical study. It was further reported that the lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the left ventricular (lv) lead exhibited increasing thresholds. The pacing configuration of the lead was reprogrammed and the lv lead remains in use. The patient is a participant in the adaptresponse clinical study. No further patient complications have been reported as a result of this event.